Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) addressed the issues with failed drawers by reseating the pyxis bus cable into the drawers. The fse also observed that the customer had inserted the arm key into the right rear auxiliary tower lock. The customer was able to recover and complete the inventory count on the drawers. Rm key was removed from lock. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, auxiliary 1 matrix drawer experienced a drawer failure. The customer reported that the matrix drawer had failed and the device was not detected on the bus. Customer attempted troubleshoot with reboot and recover but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.